Manufacturer narrative:
No additional information was received despite multiple requests. The lens remains implanted therefore, it is not available for return to bausch + lomb. The lens serial and/or lot number was not provided; therefore, a device history record (DHR) reviewed could not be performed. Based on available information, a root cause for the reported event could not be conclusively determined. This report is for patient 6 of 7.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that delayed onset of toxic anterior segment syndrome (tass) occurred in seven patients post lens implant procedure. Physician suggested this issue only appears in cases involving bilateral simultaneous surgery. Additional information has been requested, but has not been received. This report is for patient 6 of 7.